Event description:
The three piece modular bifurcated endovascular graft was placed successfully. A proximal type I endoleak was noted post angiogram. The physician ballooned the area, noting a minimization in the presence of the endoleak. Another manufacturer's stent was placed at the proximal sealing site in order to eliminate the endoleak. After placing the stent at the site, there was still a slight "blush" noted post angiogram. At this time, the physician felt the presence of the hint of an endoleak might possibly be a type ii endoleak, originating from the lumbar arteries. Physician also felt that once the patient's act went down, and was at a normal range, the endoleak might resolve itself. The status of the endoleak will be monitored by the physician. No otehr intervention was deemed necessary at this time.